Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, after which the pump no longer displayed the cgm error code, allowing the customer to successfully start their sensor session.